Event description:
The report stated that after a hysteroscopy, the patient alleges a burn on anterior thigh where the patient return electrode was supposed to have been placed. The staff did not notice a burn at time of surgery. The patient received follow-up treatment. In a follow-up conference call, the site declined to discuss the degree of the alleged burn, how it was treated or other patient information. They also declined to disclose what other devices were being used at the time and who were the manufacturers of the other devices or patient return electrode.

Manufacturer narrative:
Date of initial report: 09/23/2008. This generator was obsolete as of 2005, and no repairs or adjustments were made during the investigation. The generator was tested on the automated safety tester and functioned normally and within specification. A visual inspection of the interior of the generator found the center monopolar keyboard support broken and missing, and the right monopolar keyboard support was broken. These conditions did not cause or contribute to the reported event. Additional testing found several out of specification parameters, but review of their impact on the function of the generator concluded they would not cause or contribute to the reported burn. All other parameters tested met specification.